Event description:
It was reported that the patient had a fall on (B)(6) 2013 and broke their neck. The patient had a fusion on their neck on c5 and c6 from a prior car accident, but when they fell it fractured c7 in 3 spots. The patient noted that when they fell it messed up their stimulation and they reprogrammed it, but they weren¿t able to get the relief the patient needed. The patient was concerned that they jerked something or that the system may have moved after the fall because it was no longer helping the pain in their neck and was making the pain worse. X-rays were taken and everything was where it needed to be. When the patient would turn their stimulation on it would aggravate everything and cause a lot of pain. The patient also had a new pain in their back. The patient met with someone on (B)(6) 2013 who found that there was one open circuit. The patient later had an appointment at their doctor¿s office and they found that 2 leads had an open circuit. Those issues were bypassed and the patient had stimulation to different areas than it was previously. The stimulation was now in their arms which is not where they needed the stimulation. The patient was unable to use their device. The patient had a revision surgery on (B)(6). The patient¿s cervical leads were replaced and at the time of the report the patient was getting good coverage. The existing battery was fine. The patient was doing well and the device was working properly.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).